Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 at 04:30:43. During night drain cycle one, the patient's ultrafiltration reading was 1872ml, indicating the home patient (hp) drained 1872ml more than their maximum programmed fill volume of 2300ml. No further information was available.

Manufacturer narrative:
(B)(4). The iipv was confirmed in the event history log review. The cause was false empty detect and use error with initial drain alarm setting inappropriately programmed. The homechoice / homechoice pro apd systems patient at-home guide states, ¿setting the I-drain alarm volume too low or off can result in an incomplete initial drain followed by a full fill. This can result in an increased intraperitoneal volume (iipv) situation. Iipv could result in a feeling of abdominal discomfort, serious injury, or death¿the recommended starting point for I-drain alarm setting as 70% of the last fill volume.¿ should additional relevant information become available, a supplemental report will be submitted.